Manufacturer narrative:
(B)(4). The device manufacture date is currently unavailable. Device manufacture date: the device manufacture date is unavailable. Concomitant med products and therapy dates: battery devices. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the kincise surgical impactor device was misfiring. The reporter indicated that they were not sure if the issue was related to the handpiece or the battery devices. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 3/28/2019. UDI:(B)(4). The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. The actual device was returned for evaluation. Quality engineering evaluated the device. A visual and functional assessment was performed which determined that the device had no visible damage. It was further determined that the unit would not impact with known good battery devices. During service/repair, it was determined that after the removal of rear and front housings, the unit went through static bubble leak testing which showed that the unit was leaking from the front can o-ring at the midplate. After removing the front can, it was noted that the o-ring was damaged and only half of it was in the groove of the midplate. It was determined that the other half of the o-ring could not be located. It was observed that the failure mode occurred from the o-ring becoming displaced during use and being caught under the front can. It was determined that the cycle count on the impactor was unable to be obtained due to the board not having electrical activity. The reported condition was confirmed. However, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.